Manufacturer narrative:
This is 1 of 4 reports. The subject device is unavailable to manufacturer.

Event description:
The survey was conducted in spain, united kingdom. During the survey, the aneurysm injury (perforation, rupture) and thromboembolism or embolism/thrombosis were reported. No other information was provided.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This is a pmcf (post-market clinical follow-up) study complaint. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
The survey was conducted in spain, united kingdom. During the survey, the aneurysm injury (perforation, rupture) and thromboembolism or embolism/thrombosis were reported. No other information was provided.